Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the therapy electrodes. The patient's physician advised the patient to use hydrocortisone cream on the irritation. During a follow-up conversation, the patient reported that the irritation was still there but it was manageable with the hydrocortisone cream.